Event description:
This rv lead was implanted on (B)(6) 1981. A call to technical services on 10/25/2011 states that based on weekly average, lead impedance went out of range on (B)(6) 2011. Value went to >2500 ohms and has been >2500 since that time. Rep was also unable to get capture at max output. Asked if there was still sensing and rep said device was just pacing not capturing. Asked if patient was dependent and rep said patient had underlying at ~32-35 bpm and they were doing just fine and were asymptomatic. Asked if anything had happened which could've caused lead damage and rep said patient did not recall anything that would've caused lead damage (i.e. Fall). Asked what follow on plan is and rep said plan is to revise lead - they were going to admit patient today but they refused. So plan is to have them come back tomorrow and patient will be admitted and lead will be revised later this week. Rep was checking patient at (B)(6) and working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).